Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had become dizzy and fell. It was also reported that the right ventricular lead had intermittent capture and some non-capture events. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.